Manufacturer narrative:
The insulin pump was received with blank display, problem isolated to mother board. Unable to perform operating currents, self-test, unexpected error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify alarms due to blank display. The pump had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked case at reservoir tube window corner, stained address/serial number label and stained end cap sticker.

Event description:
Customer reported via phone call that insulin pump had pump error stated that external flash crc error. Customer's blood glucose value was unknown at the time of the incident. The customer was assisted with troubleshooting. Customer will return device for analysis.